Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency experiencing fatigue and syncope following a fall on (B)(6) 2014. There was no allegation that the fall was device related. Upon interrogation, a loss of capture was noted on the atrial lead. A chest x-ray revealed no abnormalities. The lead was capped and replaced. The patient was noted to be doing well following the procedure and would continue to be monitored.